Event description:
It was reported that a malfunction alarm occurred on pump, with no notable events prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully completed reset without recurrence of malfunction, and was advised to continue using pump and call back if issue returned, which customer acknowledged and understood.